Event description:
Information was received from a patient (foreign) who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that after a magnetic resonance imaging (MRI) procedure, a persistent motor stall occurred with the pump. The MRI was performed in the morning and the motor stall was still active at approximately 2 pm. The motor stall was confirmed by an acoustic alarm and error code 100 on the patient programmer regarding the pump having been currently stalled. The patient was advised to immediately contact the healthcare provider to check the pump and manage any possible withdrawal symptoms. No patient sign/symptom was reported. Additional information was later received from a foreign healthcare provider via a company representative on 2025-jun-04. The physician had indicated that they had no information about the case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.